Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - estimated date

Event description:
The date of event is estimated as 06/15/2026. It was reported as a general comment that a physician has stopped using the perclose device in pulsed field ablation (pfa) procedures due to deep vein thrombosis (dvt) concerns. No additional information was provided.